Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after inserting the catheter, while removing the guide wire, it got stuck and broke. The patient was brought to the catheterization lab and the broken guide wire was removed by the interventional cardiologist. The catheter was discarded and the procedure was completed with another product. There was no injury to the patient.